Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Based on the information reviewed, a cause for the reported recurrent mitral regurgitation (mr) could not be determined. The reported patient effect of recurrent mr is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. The hospitalization and unexpected medical intervention were due to case specific circumstances, as the patient was hospitalized and another clip was implanted. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4. One clip was successfully implanted, reducing mr to a grade of 1. One (B)(6) 2021, prior to discharging the patient from the hospital, echocardiography showed mr had increased to a grade of 2-3. It was noted the clip was firmly attached to both leaflets. On (B)(6) 2021, a second mitraclip procedure was performed to treat the increased mr. One clip was successfully implanted, reducing mr to a grade of 1. No additional information was provided.